Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that air was observed in an unknown baxter extension set. The reported condition was occurred during infusion. The customer stated that they get "good flashback, start drawing fine and then there is a lot of air, and huge air bubbles as they continue to draw blood back". A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.